Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount magna mitral ease pericardial bioprosthesis, model# 7300tfx, PMA# p860057/s068 the device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the presentation from the annual meeting (2021) of american association for thoracic surgery (aats). "Mitral valve replacement using a pericardial valve with resilia tissue" from the edwards commence trial - mitral arm. The following complaint was identified: a mitral valve was explanted after an implant duration of 4 years due to unknown reasons.